Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that high capture threshold and a decrease in sensing were observed. The lead was explanted and replaced. During lead revision, an insulation anomaly was noted.